Event description:
On (B)(6), 2010, a doctor reported that crowns that had been placed with maxcem elite cement de-bonded.

Manufacturer narrative:
On (B)(6), 2010, a doctor reported that crowns that had been placed with maxcem elite cement de-bonded. No further information was provided, nor did the doctor specifiy the number of patients who experienced de-bonding. No product was returned for evaluation. A retain sample was evaluated for adhesive strength and the results are within specifications and acceptable for product performance. (B)(4). Retain sample evaluated.